Event description:
It was reported the patient had an infection. The implantable neurostimulator (ins) and extensions were removed. The patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 748251, serial# (B)(4), product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40. Lot# j0327016v. Implanted: (B)(6) 2003, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0417703v, implanted: (B)(6) 2004, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).